Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset. The device has also reached elective replacement indicator (eri) and will be replaced. No patient complications have been reported as a result of this event.